Event description:
It was reported to tyco/kendall healthcare on 8/10/2006, that a customer had a problem with the genius probe covers. The customer stated that the covers are a little rough around the edges and a patient claimed that it scratched her right ear canal. The patient was a female. The patient then went to an ent specialist for a pre-existing condition (lymphadenitis in her left neck) and when the doctor was checking her ears, he noticed that her right ear canal was blocked. The ent specialist put the patient on antibiotics including cypro and augmentin for the infection. According to the customer, the patient's mother stated that over time the patient was on 4 different antibiotics. The patient then had to go in to have an ear wick inserted. The patient is claiming that the scratch caused an infection in the ear canal which caused the ear canal to get blocked.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.